Event description:
It was reported by the pt's treating neurologist to our mfg consultant that they had received high lead impedance on a systems diagnostic test output status limit, lead impedance high, dcdc 7, eri yes. The device was not turned off at that time but the site is aware to program the vns off. There was no reported trauma or falls that may have contributed to event. The pt is scheduled for full revision surgery in (B) (6) 2009.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.